Event description:
It was reported that following a non-device related procedure, the patient felt a very unpleasant shocking sensation travel up their spine and was no longer getting adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted ipg was not returned as it was not released by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025.